Event description:
Additional information received. Date of event: 7/11/2024. Any adverse event or serious injury reported to patient or healthcare professional? No. Please confirm whether there was any patient impact. No. Please describe the specific damage. The plunger disconnects from the syringe when pressure is applied. Material #: 306547; batch#: 4124638. It was reported by customer that I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the (B)(6). We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening. Verbatim: complaint received via email(s) attached. I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the plunger broke when pulling back. To aid in the investigation, nine hundred seventy-four samples and one photo were received for evaluation by our quality team. Nine hundred seventy-two samples were in sealed packaging blisters and two samples came in with no packaging flow wrap. One sample was empty. A random selection of one hundred twenty-five samples were selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows an empty syringe showing a barrel label with lot 4124638. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. This product is designed to push down the plunger rod to expel the solution; it is not designed to pull the plunger back. This product is single use and should be disposed of after expelling the solution. A device history record review was completed for provided material number 306547, lot 4124638. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 306547 batch#: 4124638. It was reported by customer that I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening. Verbatim: complaint received via email(s). I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening.